Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that when clinician attempted to use implant, it was not in the vial but outside the vial. Patient did not receive an implant and was sent home to heal.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) imp,tsv,4.1,11.5,mtx,mg (tsvt4b11) was returned for investigation. Visual evaluation of the as returned product identified the implant packaging was in an open condition. Implant showed signs of use. Dried blood all over implant and mount. Non verifiable coob. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing condition noted, and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth site (universal) and was used, placed and removed. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1253133). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Additional review of the DHR further verified the implant tamper ring was sealed before product release. Sterilization record (op#150) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (1253133) for similar events and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged or un-sealed sterile barrier) or product (tsvt4b11). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, the reported packaging malfunction could not be verified, and the reported event was non-verifiable, since the circumstances of device delivery could not be recreated. The coob is non-verifiable.